Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gast rointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the hcp was asking for information about removing a device. The caller indicated that the patient wanted to have the system removed because they were having severe pain associated with the device. The caller did not know when the pain began but the medical records indicated that the patient saw someone in 2015 for pelvic pain. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed information about removing the ins. Additional information was received from the patient stating that they have pain where their device is implanted that radiates down their leg. Patient states that at one point they were going to have the device removed, but never did so. Patient states they are having trouble finding physicians in their area whom are confident removing the device. The patient was inquiring about next steps. The patient was redirected to their healthcare provider to further address the issues. Agent was going to send out physician listings but caller disconnected and agent couldn't obtain address. Agent left a message instructing caller to call back for physician listings.